Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient insisted for device change out due to advisory. Device was changed and the patient was discharged. Later that evening the patient received multiple shocks and was brought to ER, CPR administered and admitted to ICU. The device worked appropriate and converted vt and vf multiple times. The patient was on high doses of amiodarone. The physician offered to perform a heart catheterization to see if the vt/vf was due to any ischemic issues but, the patient refused and was discharged in stable condition on (B)(6) 2017. The next day the patient presented in the hospital with vf and device delivered shocks successfully and CPR was performed. Patient passed away at this time. The physician does not have any allegations against the device. The cause of death is unknown. No further information is available at this time